Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization hyperglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for 7 days, due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels exceeding 17 mmol/l (306 mg/dl) while wearing the pod on the abdomen. At the hospital, the patient received an infusion with a stationary insulin pump. The pod has been discarded.